Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep reports that the surgeon claims that the patient was admitted due to a feeling that the stem was fractured.